Event description:
It was reported that a pump malfunction occurred after being placed in a bag with a wet towel, displaying malfunction code 16. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To address the issue, the customer was advised to use a multiple daily injections (mdi) backup therapy, and tandem technical support arranged to send a replacement pump with updated software. The customer received instructions on return procedures for the malfunctioning pump and acknowledged the process for receiving and setting up the new pump.